Event description:
It was reported that the bd insyte 20ga x 1.16in experienced catheter broke. The following information was provided by the initial reporter, translated from spanish to english: when puncturing the patient with jelco caliber 20, it enters the skin with difficulty, when removing the tip of the jelco is observed broken.

Manufacturer narrative:
Date of birth: patient¿s birthday was not provided, 01-jan-2002 was used based on age of patient. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.